Event description:
It was reported that the system failed to display an image. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc and b356 pcbs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.